Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomedical department with a report of the touchscreen does not respond when pressed and the touchscreen intermittently goes black. No information was provided; therefore, specific patient information, device programming, or event details were not available. The customer contact reported that recalibration of the touchscreen seems to work for a short time. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.